Manufacturer narrative:
Root cause identified: root cause cannot be identified. No samples were received for eval. Conclusions: device history record was reviewed and no discrepancies were found. During the mfg of this part number, quality department performed a pressure test at 1300psi and all the samples passed this test. This pressure applied at 1300psi is greater than the pressure, 75-1200psi, used by the customer. Corrective actions: no corrective actions will be applied.

Event description:
Customer reports; during procedural use, the luer lock cap of the syringe was blown away and the contrast media sprayed through the room. No pt or user injured.